Event description:
Doctor was having trouble getting catheter up, took catheter out of body to check it and it was bent at the tip distal end. Catheter was not bent or dented prior to insertion. Manufacturer response for intracardiac echocardiography (ice) catheter, viewflex extra intracardiac echocardiography (ice) catheter (per site reporter). Notified and coordinating sending the product back.